Event description:
Date of event is unknown. Distributor reported that end user healix reported set came unglued from the hub proximal to the connection on the PICC lumen. There was no harm to the pt. Distributor has requested set from healix but does not know if set was saved or discarded. Follow-up report will be filed if set is received for investigation in the future.

Manufacturer narrative:
Pt information requested, and all available information is included.